Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported entrapment of device was due to a combination of challenging anatomy and operational context. The reported poor image resolution was due to procedural conditions. The reported difficult or delayed positioning was due to a combination of anatomical and visualization challenges therefore due to procedural conditions. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location (on the leaflets and on the entrapped chordae). The reported unexpected medical intervention was a result of case specific circumstances as the clip was stuck on the chordae and was implanted partly on the chordae in order to be able to remove the clip delivery system (cds) from the anatomy and another clip was implanted to stabilize this clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip is filed under a separate medwatch report number.na.

Event description:
This is filed to report clip stuck on chords and deployed on chords and anterior leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was prolapsed with flail and there was a cleft in a2/p2 and enlarged atrium. Imaging was difficult with a lot of shadowing during the procedure. The first clip delivery system (cds) (cds0701-xtw, 10427r121) was advanced to the mitral regurgitation and grasping was performed, but grasping was difficult due to imaging and the anatomy. During the third grasp, the clip got stuck in the chords. Troubleshooting was performed to free the clip, but the clip remained stuck. The physician decided to attempt a grasp and was able to grasp the anterior leaflet; therefore, the clip was deployed in place without incident. A second cds (cds0701-xt, 00917u106) was advanced to try to fix the situation, stabilize the first clip and reduce mr. The second clip was able to grasp the leaflets successfully. The physician felt a good grasp was made and decided to deploy the clip without leaflet insertion verification. After clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet, single leaflet device attachment (slda). The decision was made to abort the procedure and not add a third clip as imaging was very poor and there was no more room for an additional clip. Two clips implanted with no change to mr, mr remained at 4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.